Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent angioplasty procedure on (B)(6) 2019 and suture was used. The needle detached from the suture during use. There was no delay to the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mdh143 and no non-conformances were identified. Additional: an unopened sample of product code eh7228, lot mdh143 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.